Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with the connected devices.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with the connected devices. Technical support (ts) went on-site and found there were loose connectors on both the a and b splitters in the ceiling. Ts adjusted both the a and b side which involved adding attenuators in the multiple patient receiver closet. This resolved the reported issue. No patient harm was reported. Investigation summary: as no devices concomitant to the reported issue of signal loss was returned for evaluation, a root cause cannot be determined. On-site support was sent to the customer to resolve the issue. It was found that the customer had loose connectors in their antenna system, did not follow proper procedure for removing batteries from transmitters that were not in use, and did not address "check electrode" alarms that resulted in the signal loss errors. The root cause is likely related to use error. A serial number review does not reveal any subsequent complaints relating to intermittent signal loss. A complaint history review of the customer's account does not reveal complaint reporting of similar events.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: multiple patient receiver: model #: org-9110a, serial #: (B)(4), device manufacturer data: 07/07/2014, unique identifier (UDI) #: (B)(4). Multiple patient receiver, model #: org-9110a, serial #: (B)(4), device manufacturer data: 07/07/2014, unique identifier (UDI) #: (B)(4). Telemetry transmitter(s), model #: ni, serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into intermittent signal loss with connected devices. No patient harm was reported. Nihon kohden technician(s) went on-site and found there were loose connectors on both the a and b splitters in the ceiling at nk connectors. The nk technician(s) adjusted both the a and b side which involved adding attenuators in the multiple patient receiver closet which resolved the reported issue. Nk technician(s) advised the bme that the proper recommended work process of removing batteries that are not in use is not being followed. The check electrodes alarm on the cns is not being addressed by the nursing staff, which directly after shows as signal loss at the cns.